Event description:
While attempting to defibrillate a pt during open heart surgery (pt age & gender unknown) the internal handles did not allow the device to discharge. Complainant indicated that the clinician obtained another set of internal handles, however the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the device and the internal handles used in the event were taken out of service after the malfunction and were evaluated. The biomed dept was unable to duplicate the reported malfunction.